Event description:
It was reported that no sensing nor pacing was observed on the lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.